Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin pump passed self-test, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms noted. The drive support disk was inspected and no anomalies noted. The insulin pump was received with cracked case at display window corners, cracked reservoir tube, cracked battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm and a big crack on the screen. The blood glucose at the time of the incident is unknown. The customer reported that for the last couple of days she had been experiencing high blood glucose over 400 mg/dl. Troubleshooting was performed. The customer stated that the drive support cap was recessed. She did not recall any event leading to the damage. It was advised to discontinue the use of the insulin pump and revert to a back-up plan. The device was returned for analysis.